Event description:
No new information.

Manufacturer narrative:
Additional information: h3, h4, h6 device evaluation: follow-up report submitted to document device evaluation results. The reported event could be confirmed according to visual inspection of the returned plate fragments. A review by stryker¿s senior global medical director confirmed that the facial plate was placed according to the design, but postoperative fractures occurred due to overload conditions. The first plate fractured into eight pieces, likely due to its lower profile height and stress over bone gaps, while the redesigned second plate - with increased height and improved geometry - provided greater stability; no further breakages have been reported since. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the plate broke within the patient's mouth, resulting in a revision surgery.